Event description:
It was reported the patient was unable to adjust stimulation. The patient programmer display showed a "call your doctor" icon and a por condition. The patient was able to clear the por while on the phone.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).